Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); faint [syncope]; hypoglycaemia [hypoglycaemia]; novopen 6 did not work, including the screen display [device information output issue]; forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not [product dose omission in error]. Case description: this serious spontaneous case from australia was reported by a consumer as "faint(faint)" with an unspecified onset date, "novopen 6 did not work, including the screen display(device image display issue)" with an unspecified onset date, "forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not(forgot to take product)" with an unspecified onset date, "hypoglycaemia (hypoglycaemia)" with an unspecified onset date, and concerned a elderly female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novopen 4 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index were not reported. Patient age was reported as 65 plus. Historical drug: ryzodeg flextouch. On an unspecified date, patient was using novopen 6 with the ryzodeg penfill and then stated that the novopen 6 did not work, including the screen display. As a result, pharmacist provided the patient with a novopen 4, however, since it did not have the dose memory function, the patient missed doses as she could not remember if she had taken the insulin or not. On an unspecified date, patient experienced hypoglycaemia, then fainted. Batch numbers: novopen 6: not reported, novopen 4: not reported, ryzodeg penfill 100 u/ml: not reported, action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "faint(faint)" was not reported. The outcome for the event "novopen 6 did not work, including the screen display (device image display issue)" was not reported. The outcome for the event "forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product)" was not reported. The outcome for the event "hypoglycaemia(hypoglycaemia)" was not reported. Reporter's causality (novopen 6) - faint(faint): possible, novopen 6 did not work, including the screen display (device image display issue): unknown. Forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product): unknown. Hypoglycaemia(hypoglycaemia): possible. Company's causality (novopen 6) - faint(faint): possible. Novopen 6 did not work, including the screen display (device image display issue): possible. Forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product): possible. Hypoglycaemia (hypoglycaemia): possible. Reporter's causality (novopen 4) - faint(faint): possible. Novopen 6 did not work, including the screen display (device image display issue): unknown. Forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product): unknown. Hypoglycaemia(hypoglycaemia): possible. Company's causality (novopen 4) - faint(faint): possible. Novopen 6 did not work, including the screen display (device image display issue): possible. Forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product): possible. Hypoglycaemia(hypoglycaemia): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - faint(faint): unknown. Novopen 6 did not work, including the screen display (device image display issue): unknown. Forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product): unknown. Hypoglycaemia (hypoglycaemia): unknown. Company's causality (ryzodeg penfill 100 u/ml) - faint(faint): possible. Novopen 6 did not work, including the screen display (device image display issue): possible. Forgot to take dose on time/missed their doses as they could not remember if they had taken their insulin or not (forgot to take product): possible. Hypoglycaemia(hypoglycaemia): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available.

Event description:
Case description: investigation results suspect: novopen 6, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect: novopen 4, batch: unknown, no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following, malfunction updated as no, is non-reportable updated as no, investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer comment: 28-dec-2025: the suspected device novopen 6 and novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause of the experienced adverse event hypoglycaemia and fainting. Elderly age is a risk factor for the development of hypoglycaemia and fainting. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary, suspect: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available.